Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent deployed inadvertently. A 7 x 100 x 130 innova¿ was selected for a procedure. During preparation, while injecting saline in the yellow flush port, the stent came out of the sheath. The stent was not used on the patient. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath was kinked at the nosecone. No damage was noticed on the mid-shaft. The stent was returned inside the device and was partially deployed approximately 8mm from the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is considered handling damage as the event occurred prior to patient contact. Bsc ID (B)(4)/tw 4814419.

Event description:
It was reported that the stent deployed inadvertently. A 7 x 100 x 130 innova¿ was selected for a procedure. During preparation, while injecting saline in the yellow flush port, the stent came out of the sheath. The stent was not used on the patient. The procedure was completed with a different device. There were no patient complications reported.